Event description:
The physician attempted to use a perclose to close the femoral artery at the end of a cardiac cath, but the device malfunctioned in an undescribed fashion; it reportedly appeared that the footplate got stuck when the physician attempted to deploy it. The artery was torn as a result, and after holding manual pressure and using a balloon to tamponade the artery, the patient ended up going to the or for an emergent repair.